Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a half millimeter crackling on the optic of the preloaded monofocal intraocular lens (iol). The issue was identified during the implantation process. Account indicated that the lens was fully inserted. There are no plans to explant the iol unless the patient has complications. Reportedly, everything is fine with the patient so far. The patient is being monitored. There is no material available for further investigation. No further details were provided.